Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer changed the cartridge and the infusion set tubing only then resumed insulin. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days. Tandem customer technical support informed customer on labeling requirements for trusteel infusion set and lispro insulin. Caller understood and acknowledged.